Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative that during a vitrectomy with epiretinal peel procedure, the tip of the vitrector broke off while in the patient's eye. The metal piece was retrieved with a intraocular magnet via an additional and larger sclerotomy. Another vitrector was obtained and the procedure was completed. No negative patient outcome reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received with no tip protector and a sponge in a specimen container. The sample was visually inspected and found to be non-conforming with the needle broken at the port and bent at the stiffener. The probe was disassembled and the components inspected. Nominal wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks were observed at the bend area and several other locations along the inner cutter. Six photos are attached to the parent file and have been reviewed by the manufacturing site. The photos confirm a foreign body inside of the eye that could be the tip of the probe, however, it is uncertain from the photo exactly what the foreign body is. One of the photos shows the probe needle. It appears as though the tip may be missing, however, there is fluid on the needle tip that is distorting the view of the tip. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had a broken tip at the port. The evaluation also indicated that the probe needle was bent. The exact root cause for the broken tip and bent needle cannot be determined from this evaluation. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).